Manufacturer narrative:
A device history record review was performed and it was confirmed that the product was produced accomplishing all quality requirements and was released according to all established procedures. A physical sample was not available for evaluation; however, two photos were provided for a visual inspection. The picture shows leakage in the junction of the purple enfit female connector and the tubing. The root cause is related to the drying process, there was not enough time allowed between the manufacturing operations for the adhesive to dry. A correct drying time for the adhesive used between the tubing and connector is required for a correct assembly of the adhesive to avoid leaking. As a corrective action, the visual aid and process was updated to ensure that the adhesive is correctly applied on the tube and the drying time process is performed correctly. This complaint will be used for tracking and trending purposes.

Event description:
On (B)(6) 2016 it was originally reported to covidien that a customer experienced an issue with an enteral feeding gravity set. The customer stated that the set was leaking where the small tubing for the enfit connector is fused to the larger bore tube. On (B)(6) 2016, the failure investigation revealed that the set was leaking at the junction of the purple enfit female connector and the tubing. Upon the investigation review, this complaint has been deemed a reportable malfunction.